Event description:
It was reported that patient underwent a right knee revision approximately three-and-a-half years post-implantation due to instability and possible tibial subsidence. No additional patient consequences were reported.

Manufacturer narrative:
Cmp- (B)(4) d10 medical devices: persona femur cemented (cr) standard right size 11 catalog#: 42502607002 lot#: 64694569 persona articular surface medial congruent (mc) right 13 mm height catalog#: 42522100913 lot#: 63931011. Persona articular surface medial congruent (mc) right 12 mm height catalog#: 42522100912 lot#: 64250499. Palacos r+g fast catalog#: 66056768 lot#: 95434929. G2 foreign source: australia reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the radiographs found: possible tibial subsidence. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for the reported part and lot combinations. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.